Event description:
It was reported that the insulin is shooting out of the insulin pump during the prime process. The insulin pump has alarmed during the prime process. The blood glucose reading is 546 mg/dl. Customer is treating with manual injection. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.